Event description:
It was reported the patient had a pump replacement on (B)(6) 2014 at 8:00am. During the replacement 2ml of fluid were aspirated from the existing catheter and the new pump was primed prior to implant. Following replacement the physician observed underdose symptoms; the patient was in spasm with possible baclofen withdrawal. The patient had increased spasms in both the upper and lower extremities. The patient was hospitalized. A 50mcg bolus was programmed and administered over 30 minutes at 9:20am on (B)(6) 2014 and oral baclofen was also given (dose unknown). The pump logs were also checked (details not provided). The patient status at the time of this report was ¿alive-no injury¿. The patient was discharged the following day. The pump was delivering compounded baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), product type: catheter. (B)(4).